Event description:
"Getting too hot" was given as the reason for repair of the attachment. On follow up, it was reported that it heated up after the first few minutes of use. It was switched out for another attachment with no injury or adverse effect to the pt.